Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate went below the lower programmed rate set by the physician. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.